Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, a potential root cause for this type of failure could be ¿materials of construction are not biocompatible". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "rectal bleeding should be investigated to ensure no evidence of pressure necrosis from the device. Discontinuation of use is recommended if pressure necrosis is evident. Notify a physician if any of the following occur: o persistent rectal pain, o rectal bleeding, o abdominal distension .¿ if the patient¿s bowel control, consistency and frequency of stool begin to return to normal, discontinue use of the device. ¿ caution should be exercised in using this device in patients who have a tendency to bleed from either anticoagulant /antiplatelet therapy or underlying disease." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there were internal injuries with bleeding during usage of dignishield. It was stated that the anchor pressure injury that bleeds during use. It was unknown what medical intervention was provided.

Event description:
It was reported that there were internal injuries with bleeding during usage of dignishield. It was stated that the anchor pressure injury that bleeds during use. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.